Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4), e2 is health professional? - correction. E3 occupation - correction. G2: report source - correction - health care professional should have been selected instead of consumer. H2 type of follow up - correction. H10 corrected data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.